Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. No additional adverse patient effects were reported. Additional information from the field indicates this lv lead exhibited loss of capture (loc), so a revision was performed. A new device was implanted. No additional adverse patient effects were reported.